Manufacturer narrative:
For the 7 reported complaints, 2 lot numbers were provided, and 5 lot numbers were not provided. The sample were not returned for evaluation. Of the 7 reported complaints, 3 medical records were not provided. Of the 5 reported complaints, 4 medical records were provided and reviewed. The investigation is confirmed for perforation of ivc wall. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf400f. G2 filter allegedly experienced patient device interaction problem. These reports were received from various sources. Of the seven events, seven involved patients with no patient consequences. Three patients age ranged from 58 ¿ 80 years, three patients were male and one patient was female; however, other patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: for the seven reported complaints, two lot numbers were provided, and five lot numbers were not provided. The samples were not returned for evaluation. Of the seven reported complaints, four medical records were provided and reviewed. Two medical records confirmed for the alleged patient device interaction problem, and two investigations that provided medical records are inconclusive. The three remaining investigations were inconclusive for the patient device interaction issue. One device was identified to be a different filter model, and the catalog number has been updated to unknown filter. The root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. Of the seven events, seven involved patients with no patient consequences. Three patients age ranged from 58 ¿ 80 years, three patients were male and one patient was female; however, other patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: three malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90142, 2020394-2020-05359 and 2020394-2020-00846. H10: of the remaining four reported malfunctions, two malfunctions were identified as g2x filter and the catalog number for one malfunction was updated to unknown filter. Lot number were provided for two malfunctions and the lot history reviews were performed. The samples were not returned for any of the malfunctions; however, medical records were provided for four malfunctions. Therefore, the investigation is confirmed for two malfunctions and inconclusive for one malfunction for the reported perforation. For remaining one malfunction, the investigation is inconclusive for the perforation of the inferior vena cava (ivc) and filter detachment(a0501). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, three were male and one was female, three patients age ranged from 58 - 80 years. All other patient details were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. Of the five events, all malfunctions involved patients with no patient consequences. Out of five, two were male patients and were 58 and 63 years old. One patient was reported as an 80 year old female. The remaining patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-05359 and 2020394-2020-00846. H10: one malfunction was identified as different filter model and the catalog number was updated as unknown filter. For the five reported complaints, lot number were provided for one malfunction and the lot history was performed. The samples were not returned for any of the malfunctions; however, medical records were provided for four malfunctions. Therefore, the investigation is confirmed for two malfunctions and inconclusive for two malfunctions for the reported patient device interaction issue. The final malfunction is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced a patient device interaction problem. These reports were received from various sources. Of the five events, all malfunctions involved patients with no patient consequences. One patient was female, three patients were male and three patients ages were reported ranged from 58 to 80 years. The remaining patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-05359 and 2020394-2020-00846. H10: of the remaining five reported malfunctions, two malfunctions were identified as g2x filter and the catalog number for one malfunction was updated to unknown filter. Lot number were provided for two malfunctions and the lot history reviews were performed. The samples were not returned for any of the malfunctions; however, medical records were provided for five malfunctions. Therefore, the investigation is confirmed for two malfunctions and inconclusive for two malfunctions for the reported patient device interaction issue. For one malfunction, the investigation is inconclusive for the perforation of the inferior vena cava (ivc) and filter detachment. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.